Manufacturer narrative:
MDR 3003442380-2026-43538 / initial 2 of 2. E1:name tandem country: united states of america street 11045 roselle street line 2 suite 200 city san diego state california zip code 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient¿s two infusion sets fell off during use. Infusion set was used for three hours. Patient experience high blood glucose level treated with multiple daily injection.